Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2013, the patient was initially implanted with a bifurcated stent and a suprarenal extension. On (B)(6) 2017, an unknown endoleak with sac growth was discovered. A secondary procedure (intervention) has been scheduled for (B)(6) 2017. No further information is available at this time. There have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported event of aneurysm enlargement. Clinical was unable to find substantial evidence to support the following reported events of an endoleak and secondary procedure due to lack of relevant event imaging. Clinical was also able to find substantial evidence to support the following additional finding of a type 2 endoleak from ima and the l4 lumbar artery. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the loss of seal could not be determined due to the lack of relevant event imaging. The persistent type ii endoleaks likely contributed. There was no device related issue involving the type ii endoleak, this is a cautionary product use condition. The patent inferior mesenteric artery and lumbar arteries, likely contributed to the procedure-related harm: type ii endoleak. The final patient disposition is unknown and the reported secondary procedure was not completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system. (B)(4).

Event description:
On (B)(6) 2013, the patient was initially implanted with a bifurcated stent and a suprarenal extension. On (B)(6) 2017, an unknown endoleak with sac growth was discovered. A secondary procedure (intervention) had been scheduled for (B)(6) 2017 but was cancelled. No further information is available. The patient will continue to be monitored. There have been no additional patient sequelae reported.